Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation; however, the patient effect appears to be related to operation context. It was not reported if the tip of the guide wire remains in the patient or was retrieved. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3 - device returning status updated from "ni" to no. E1 - physician's 1st name updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the ht command 18 guide wire (gw) was used in an unspecified procedure; however, when the gw was being removed, the tip of the wire came out [separated] inside the patient. It was not reported if the tip of the gw remains in the patient or was retrieved.